Manufacturer narrative:
The following information is in the coolsculpting user manual: paradoxical hyperplasia is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Investigation is ongoing.

Event description:
Allergan received a report of a patient treated with coolsculpting who has developed paradoxical hyperplasia.

Manufacturer narrative:
Additional data: a2 a3a a4 a6 (white).

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting to the upper and lower abdomen on (B)(6) 2017 using the cooladvantage coolcore system applicators, who developed paradoxical hyperplasia (ph) after treatment.